Manufacturer narrative:
(B)(4). Batch number # p57c0l. Investigation summary: the device was received with the anvil open and closure trigger closed and unknown trocar on the shaft. The end effector could not be closed. The device was CT scanned and the yoke was noted to be cracked and broken. The knife wings were also noted to be advanced outside of the t-slot of the anvil, preventing the closure of the end effector. This damaged was replicated by clamping a similar device over a large, hard object. No other testing could be performed due to the condition of the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Day and year known. It is assumed month the complaint was reported. Additional information was requested and the following was obtained: did the exact same issue occur with the second and third magazine? Yes. Did the staples fall out of the reload prior to firing the device? No. Did the event occur pre, intra, or post operatively? Intra. The following information was requested, but not provided: was device able to be closed on tissue at all for 2nd and 3rd firings? If yes, did the device cut tissue? Or, did the device lock-out (no staples deployed and no cut line started)? If staples were deployed on tissue, what was the formation and appearance of staples that were deployed into the targeted tissue? Did the closing trigger function properly or appear broken?

Event description:
It was reported that during a laparoscopic atypical liver part resection, the second and third magazine did not staple, clamps were in the u-shape in the abdominal of the patient, instrument did not close and was probably broken. The brackets were removed and a new device was used which worked fine. There were no patient consequences reported.